Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burnt distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely stress of repeated use, external factors, or handling of the device led to the malfunction. The event can be detected by following the instructions for use in chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.